Event description:
During the craniotomy, doctor handed over broken kerrison. I believe the doctor was using the instrument at the time. He handed over the kerrison and the small screw fell out of the piece of equipment.this is what the patient safety report said: kerrison broke during craniotomy. The screw fell out, but dr spotted it and was able to remove it from the field. No patient harm.the manager from reprocessing said the instrument was repaired.